Manufacturer narrative:
(B)(4). D10 ¿ 110031011, vivacit-e dm bearing 28x42mm lot 67039432. G2 ¿ foreign ¿ mexico. Investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that during the surgery the head fractured while it was introduced into the bearing with the bearing-press. The surgery was completed with alternative implants. There was no harm to the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; a product evaluation could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Review of the complaint history identified additional similar complaints for the reported item and no additional similar complaints for the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.